Event description:
It was reported that the patient was not receiving effective therapy from their system. In turn, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and the lead was left in place. A new system was implanted to resolve the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.